Event description:
It was reported that during an accessory pathway procedure, a second degree block was noticed after ablation as the patient displayed symptoms of wenckebach. It was unknown if any treatment was administered to the patient. The patient was reported to be in stable condition. Multiple attempts have been made to request for additional information regarding this event however no further information was provided at this time.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: unk. Stockert 70 system, model #: m-5463-01, serial #: unk. Cool flow pump, model #: m-5491-02, serial #: unk. Webster cs catheter, model #: unk, serial #: unk. (B)(4).